Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this moment since the device sample or pictures of it are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the new adaptor does not fit the flow meter well. It is difficult to fix the adaptor to the flow meter.